Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, posterior capsule ruptured with zonulolysis was noticed. Subsequently, it was removed during initial procedure and procedure was completed with another lens. Additional information was requested and received stating that in surgeons opinion surgeon was unsure whether its related to iol or anatomy.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken and adhered to the optic by solution. The optic is broken and split on one side. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The file indicates the cause of the capsule rupture was zonularlusis. The lens was replaced with a sulcus lens. The manufacturer internal reference number is: (B)(4).